Event description:
It was reported that arctic sun device alarmed 77 (non-recoverable system error) occured during patient use. It was stated that the case was complete and there was no damage to patient. Per additional information via email from ibc on 03nov2023, the patient completed therapy on the second device. There was no impact to the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The reported issue was unconfirmed and not a manufacturing or supplier related failure therefore DHR review was not required. The reported event was unconfirmed, labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device alarmed 77 (non-recoverable system error) occurred during patient use. It was stated that the case was complete and there was no damage to patient. Per additional information via email from ibc on 03nov2023, the patient completed therapy on the second device. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.